Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 18.7.Hardware: iPhone11.8.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
The patient reported that the Pod failed to properly deploy the cannula during insertion. After filling the Pod with insulin and completing the priming process, the Pod was placed on their leg, and they initiated the start sequence. While the Pod clicked as expected, the needle never properly deployed the cannula into their leg. The patient confirmed that the pink slide moved forward, but the blue cannula was not visible in the window after removal, indicating a needle mechanism failure. The patient reported they never felt the insertion. There was no impact to the patient's glucose level reported. The Pod was discarded by the patient.